Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the revision surgery and date of implantation. The patient stated that she underwent bilateral explantation on unknown date and has both devices. Initially, the date of implantation was estimated as (B)(6) 2007 based on available information. However, additional information revealed that the date of implantation is (B)(6) 2008. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. On (B)(6) 2020, mentor received additional information regarding the date of explantation. The date of explantation is (B)(6) 2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received additional information regarding the patient's demographics , the suspected medical devices, the symptoms, and the contact information. The patient is a 35-year-old caucasian female patient who underwent a primary breast augmentation with two unspecified mentor smooth gel implants and experienced postoperative bilateral capsular contracture. The patient consulted with a doctor in 2015 and she stated that she was diagnosed with capsular contracture (grade unknown). In (B)(6)2019, she started experiencing bruise and breast pain. As a result, the patient is planning to undergo removal without replacement. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified gel breast implant and experienced postoperative capsular contracture. The patient stated that about five years ago she was diagnosed with capsular contracture (unknown side, unknown grade) by a surgeon. The patient recently noticed that there is a bruise near her breast, and she is planning to go in for an consultation next week. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.